Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The patient was not hospitalized for the cloudy effluent; however, was hospitalized for another unrelated condition. The cause of the cloudy effluent, treatment for the event, and the patient's outcome were not reported. On an unreported date, pd therapy was discontinued. No additional information is available.